Manufacturer narrative:
UDI code not available for this device. Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient hears an indefinable noises and "pops" with the device for some days. In addition, the patient describes that the volume of the processor is fluctuating and that this is very unpleasant, therefore the patient did not use the processor since one week.

Event description:
It was reported that the patient hears an indefinable noise and "pops" with the device for some days. In addition, the patient describes that the volume of the processor is fluctuating and that this is very unpleasant, therefore the patient did not use the processor since one week. Reimplantation is planned but not scheduled yet.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned tot he manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.